Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances of the ins poking out/shifting included "low level - sitting, walk no strenuous" because of their back fusion and neuropathy. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an implant that had been poking out of their back and it shifted, so they had to replace it with a new implant. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. They reported that the cause of the issue was unknown. The patient's weight was provided. No further complications reported and/or anticipated at this time.